Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Subsequently, this lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).